Event description:
According to the available information the balloon to burst (probably last night when a 'pop' was felt in the patient¿s abdomen), causing the catheter to fail prematurely.

Manufacturer narrative:
After receiving this complaint, we could not search for other complaints as the lot number is not available. The product reference (B)(4) was made with a intermediate product reference (B)(4) made by our subcontractor which was informed about this complaint. Unfortunately, sample isn't available from our customer but a video is available about this issue. When trying to inflate the balloon with a liquid, the balloon does not inflate and leaks. The balloon seems burst. Checking the quality databases revealed one corrective and preventive action potentially related with this kind of issue: - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on the same item number, same defect over last four year, two others similar cases was found. A risk management framework evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the balloon to burst (probably last night when a 'pop' was felt in the patient¿s abdomen), causing the catheter to fail prematurely.